Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycaemia. The customer's blood glucose level was 50 mg/dl and 60 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump alerted to change the sensor due to calibration not accepted alerts. The customer did receive a calibration not accepted alert and a change sensor alert. The customer were experiencing low blood glucose ever since they got the insulin pump. The customer reported that they were using the insulin pump system within 48 hours of the reported low blood glucose event. The customer informed that the auto mode was automatically delivering insulin at the time of low blood glucose event. The customer does not allege the insulin pump was over delivering. The reservoir displayed the same amount of insulin as shown on the status screen. It was explain that the auto mode was conservative and deliberate in how it brings the glucose value back toward the target of 120 mg/dl which helps to minimize the low glucose levels, and this means there will be times when the sensor glucose will be higher than expected. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.